Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 1/23/2026 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9: device returned to MFR - additional information, d9: date device returned - additional information, h2: type of follow up - additional information/ device evaluation, h3: device evaluated by mfg- additional information, h6: additional information.

Event description:
It was reported that a broken or detached wire occurred. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.